Event description:
Adverse event(s): "fiber removed from the eye" (foreign body, removal of). Product problem(s): "fiber in the eye" (foreign material present in device). The surgeon reported that he removed a piece of fiber from the eye during the procedure and wants to know if it's from the blue towel. No pt impact was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).